Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited undersensing and an alert triggered due to sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the right atrial (ra) lead was sensing short ventricle-ventricle. The patient was seen for evaluation, and the device settings were re-programmed. The ra lead remains in use.